Event description:
Additional information: the health care provider later reported that the patient had been hospitalized for potential meningitis at one point.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient thought she had meningitis in 2007 but the lumbar puncture revealed an elevated white blood count (wbc) that the physician believed was not meningitis. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model # 8709, lot# j10823r40, implanted: (B)(6) 2001, explanted: unk.